Manufacturer narrative:
D2 and d4: information unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support a 80 year old female who had been admitted in with known coronary artery disease, and plan for a protected percutaneous coronary intervention (pci). She presented in scai stage d shock and without any other medical history/comorbidities shared. She was supported by inotropes, vasopressors, and a vent for respiratory needs. The cp was inserted and supported for the pci procedure and the decision was made to add extra corporeal membrane oxygenation (ECMO). The cp would act as a vent for the ventricle for the primary support device ECMO. During the pci procedure the patient was seen to be persistently hypotensive. When the team attempted to flush the impella sheath's sideport there was clot observed. They were unable to aspirate and so they performed a doppler, and found no signs of embolization. The flow was normal. No further intervention was deemed necessary. The patient was diagnosed to be anemic and in hemorrhagic shock on the day of the pump implant. The patient was suffering from a hemothorax which prompted the placement of a chest tube and the team performed a pericardiocentesis. The bleeding was noted to be a class 3b bleed per the bleeding academic research consortium (barc) bleeding scale. Hemoglobin levels were seen to drop from 8.9g/dl to 5.7g/dl, and as such blood products were transfused. After 3 days of support the team made the decision to remove the pump from the right femoral artery and place a new, second cp pump to the left femoral artery due to an acute hemorrhage and a hematoma. A hematoma had developed at the right femoral access site that included the groin and thigh anatomy. The team made the decision to infuse blood products and perform a cutdown to apply new mattress sutures. While in the operating suite the team decannulated the ECMO and performed vessel repair bilaterally to achieve hemostasis for the ECMO sites and right sided impella access. The second cp pump supported til wean and explant after just under 4 days of support. The patient survived the event. There was no noted clinical consequence from the pump removal and insertion in the contralateral leg. The impella cp was exchanged for second impella cp without any observed impact on the patient¿s hemodynamic status. While on support the pump had functioned as expected, p-2 with 1.8l/min flow with d5w with sodium bicarbonate in the purge solution.